Event description:
During a follow up call for unrelated complaints, the home patient (hp) reported a case of peritonitis. On (B)(4) 2012, product surveillance contacted the facility and spoke with the peritoneal dialysis nurse (pdrn). The pdrn reported that the patient experienced peritonitis on an unknown date. The patient was not hospitalized and was treated with antibiotics. The patient is recovering. The nurse stated that the peritonitis was caused by poor aseptic technique. There is no allegation against the therapy or baxter products. The patient has been retrained several times. Pd therapy is ongoing. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported problem is confirmed because the nurse reported use of poor aseptic techniques caused peritonitis. The assignable cause was undetermined. A review of all batch record documents was performed on potential suspect lots h12b21024 and h12a14500 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.